Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. The patient was also prescribed pa boluses via the personal therapy manager (ptm) at 100mcg/bolus. Patient history included non-malignant pain and failed back surgery syndrome. The patient underwent the pump trial on (B)(6) 2015 and was implanted on (B)(6) 2015. The patient had not gotten any pain relief since implant. The patient had to have surgery to fix the catheter on (B)(6) 2015 because it was discovered via a computed tomography (CT) scan that ¿it wasn¿t working.¿ the catheter was not in the proper location. The healthcare provider (hcp) had been increasing the dose every week for approximately one month and the patient still had no therapeutic benefit. The patient was frustrated because she needed her medication. The patient was to go to the hcp the next day, (B)(6) 2015, for her first refill since implant. The patient also had an appointment on (B)(6) 2015 to increase the dose. The patient was working with the hcp to resolve the lack of therapeutic benefit. Patient outcome was unavailable at the time of the report.